Event description:
Device report 1 of 2: reference MFR. Report: 1627487-2012-07180. It was reported the patient experienced the device to become hot while recharging. Further the patient reported, he feels a pinching sensation coming from the charger to his foot in addition to feeling a burning sensation and discomfort at the ipg implant site. The patient has also experienced overall physical weakness occasionally since the scs system implant. Follow-up identified the patient is working with his physician to address the issues. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. Correction #: 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.